Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and was not clamping. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle inside of the abdomen. The clip would not close and secure properly while being manipulated by the surgeon and the surgeon side console (ssc). The weck medium clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The incident occurred the 1st application. The customer resolved the issue with a backup clip applier instrument. The instrument was returned to isi for evaluation. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.